Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to d8, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the device did not activate / turn on due to failure of the printed circuit board, corrosion inside the front panel, and damage to the flat cable. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Olympus (osh) was informed via repair request that the visera pro video system center is having start-up problems, power supply failure; the device cannot be started¿. The customer reported problem was found during inspection before use. The schedule uterine cavity examination was completed using another device. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The customer¿s reported problem was confirmed/reproduced, the device cannot be started potentially due to excessive corrosion found on the front panel, circuit (pc) board, and on the flexible circuit sheet/cable contacts. The device has not been repaired in the last year. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use